Manufacturer narrative:
This report was submitted after the 30 day due date as csi has retrospectively determined that this event meets the definition of a serious injury and therefore will be submitted as an MDR. Device analysis: the oad was returned with the original guidewire engaged in the device. The initial examination revealed that the driveshaft was fractured at the distal edge of the crown. The crown remained intact and undamaged. Biological material was observed on the driveshaft tip bushing area. Examination in the area of the adhered tissue did not reveal any damage that would have contributed to the accumulation. The outside diameter of the driveshaft and crown were found to meet specification. Examination of the guidewire did not reveal any damage. The spring tip and distal and proximal solder bonds were intact and undamaged. There was no biological material observed on the guidewire spring tip. The fractured driveshaft section was removed from the wire and the fractured sections were sent for scanning electron microscope (sem) analysis. Sem analysis revealed a stress fracture on the face of the fractured driveshaft as a result of an elevated stress environment. The returned guidewire was loaded through the fractured section of the device without issue. When tested, the device spun at low and at high speeds with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated and functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the reported event was confirmed. However, the root cause of the fractured driveshaft could not be conclusively determined. (B)(4).

Event description:
During a coronary orbital atherectomy procedure, the tip of a csi orbital atherectomy device (oad) detached from the device. When retracting the oad after the fourth pass with the device, it was noted that the tip of the oad had become detached and remained in the patient. The device fragment was removed using a snare and the patient was stable with no adverse consequences.